Manufacturer narrative:
The lead was disposed and will not be available for return. This investigation will be updated should further information be provided.

Event description:
Additional information obtained from the field indicated that the lead was damaged during explant procedure and was then disposed. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and exhibited high pacing thresholds. This lv lead was explanted. No additional adverse patient effects were reported.